Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the implant procedure, the physician screwed in the leads, but it was only with the first port that it was possible to hear the ¿torsiometric¿ sound. The device was ultimately placed and remains in use. No patient complications have been reported as a result of this event.